Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Product ID: 3425, product type: transmitter. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 3387, product type: lead. Product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: neu_burrholecap, product type: accessory. (B)(4)

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events without patient identifiers: one (1) patient had the deep brain stimulation (dbs) implant procedure aborted without electrode implantation due to an intracerebral hemorrhage (ich), which caused hemiplegia. Three (3) patients with deep brain stimulation (dbs) experienced lead fractures. It was noted that these patients had prominent cervical dystonia or dyskinesia. It was noted that the electrode connector, which had initially been placed under the scalp, migrated to the occipital-cervical area. This was treated with removal of the old lead and simultaneous replacement with a new one. These procedures were performed by reapplying the stereotactic frame under real-time fluoroscopic guidance and directing the new electrode to the MRI or computed tomographic coordinates of the old electrode. One (1) patient with dbs experienced lead fracture. It was noted that the patient had prominent cervical dystonia or dyskinesia. This was treated with removal of the old lead and simultaneous replacement with a new one. This procedure was performed by reapplying the stereotactic frame under real-time fluoroscopic guidance and directing the new electrode to the MRI or computed tomographic coordinates of the old electrode. Four (4) patients with dbs for movement disorders experienced lead migrations. It was noted that the burr hole ring and cap were found intact and in position. Traction exerted on the electrode and slippages through the anchoring system were thought to have contributed to the upward migration. The lead migrations were treated by advancing the displaced lead under stereotactic and fluoroscopic guida nce. Three (3) patients with dbs experienced short or open circuits. These patients were likely treated with a replacement, however, it was unclear how many of these patients underwent replacement. One (1) patient with deep brain stimulation (dbs) experienced an allergic reaction and/or foreign body reaction. The patient had the hardware removed as it was presumed to be causing a chemical or allergic reaction. The x-trel was changed to an itrel. One (1) patient with dbs was treated with wound exploration. It was not noted for which complication was that this was required. One (1) patient experienced intracerebral hemorrhage (ich) during deep brain stimulation (dbs) implant surgery. The patient developed h emiparesis during placement of the second electrode in a bilateral procedure. Four (4) patients with externalized deep brain stimulation (dbs) electrodes for trial stimulation failed to achieve pain relief. The dbs electrodes were therefore removed. The source literature included the following device specifics: lead model 3387, extension model 7495 and either implantable neurostimulator itrel ii or the x-trel receiver. Further information has been requested; a supplemental report will be submitted if additional information is received.